Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with diaphragmatic stimulation. It was noted that the pacemaker exhibited intermittent loss of capture that led to pacemaker-mediated tachycardia episodes. Programming changes were discussed. No further information was available.